Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was returned. Images were provided for review. The visual evaluation of the filter identified one arm was broken from the base of the apex and was returned with the device. The break appeared to be jagged. Vena cavagram images demonstrate a denali filter in the ivc. The filter appears to be vertically oriented in the ivc and the filter limbs are fully expanded. An image of the vena cava without the filter present shows a detached filter arm in the ivc. Based on the image review and the sample evaluation, the complaint investigation is confirmed for a filter arm detachment. Based on the info reported, the definitive root cause for this event is unk.

Event description:
It was reported that during a scheduled vena cava filter retrieval, a filter arm became detached as the filter was being withdrawn into the introducer sheath with a snare device. The filter and filter limb were retrieved from the ivc with the snare without further incident. There is no reported patient injury.